Event description:
It was reported that the procedure was to treat a left main to circumflex lesion an unspecified stent was deployed at the lesion. An optical coherence tomography (oct) catheter was advanced alongside with a balance middleweight universal (bmw u) guide wire (gw). Once oct run was complete, the oct catheter was being re-positioned but pulled back and met resistance with an unspecified source. The bmw was able to be removed and it was noted as spiraled, kinked and unusable. A new bmw gw was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Additional information received from the account states that there was a core separation due to force when removing the oct catheter. The device was simply removed and nothing left in anatomy. No additional information was provided.

Manufacturer narrative:
D4: no UDI is being reported since the part and lot numbers were not reported. A visual inspection was performed on the returned guide wire, and the reported separation, spiraled or corkscrew core and kink were confirmed. The reported difficult to advance/position and remove were unable to be confirmed due to the returned condition of the guide wire. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use. The investigation was unable to determine a conclusive cause for the reported difficult to advance and remove. Although a conclusive cause for the reported difficulty to advance and remove could not be identified, the reported spiral and kinked core and noted wire damages appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left main to circumflex lesion an unspecified stent was deployed at the lesion. An optical coherence tomography (oct) was advanced alongside with a balance middleweight universal (bmw u) guide wire (gw). Once oct run was complete, the oct catheter was being re-positioned but pulled back and met resistance with an unspecified source. The bmw was able to be removed and it was noted as spiraled/twisted, kinked and unusable. A new bmw gw was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.